Event description:
Healthcare professional reported right side "reduced breast density, breast swelling, periodic breast pain, treatment provided due to suspected rupture". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: opening device assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. ¿ edema: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
E.1: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side "reduced breast density, breast swelling, periodic breast pain. Treatment provided, due to suspected rupture". Device has been explanted and replaced with a non-allergan device.